Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and analyzed the log files identified that the dcps (direct current power supply) in the m-cabinet was defective. To resolve the issue, the fse replaced the dcps. After replacement, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcomes.